Event description:
Right side perigee bladder neck arm (tape) was seen inside bladder during routine cystoscopy. The arm was released back into the vaginal wound, bladder perforation was closed, and the perigee fascia was fixed to the levatorani muscle at the bladder neck.